Event description:
It was reported that implant was attempted on two left ventricular leads. Neither lead would stay in place. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed) full lead returned and analyzed. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed) full lead returned and analyzed.